Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the MFR's investigation. Track wise ID.

Event description:
As stated by the customer: 2010-(B)(6): the pt was receiving personal care which involved being rolled from the right side over to the left side by the care staff. During the rolling maneuver a loud cracking noise was heard and the side securing rail dropped down, but remained attached to the bed, which resulted in the bather rolling against the care staff. The staff were able to arrest the downwards motion of the bather by being in close proximity which allowed the bather to "roll down" the body of the carer and on to the floor. The bather did not receive any injuries as the impact on the floor was minimal. (B)(4).